Manufacturer narrative:
Investigation summary: no samples (including photos) were returned, investigation was performed on retain samples and no issues were observed, therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
Information from ae regulatory system: on (B)(6) 2024, medical staff opened the packing and performed a subcutaneous insulin injection before breakfast. Two hours plasma glucose was 21.5mmol/l, which was significantly higher than usual. When looking for the reason, it was found that the needle used in the morning could not inject liquid. After replacing the needle, the insulin liquid was able to flow out. Ae report no. (B)(4). Call center contacted customer to acquire the information: the information reported in the ae regulatory system exists. In addition, customer supplemented information: material code: 329491, there were several clogged needles in this batch (specific quantities were not provided), the samples have been discarded, no photos, no customer response is needed. All needles were used according to the instructions: needles were not reused, injection area was changed each time and exhausted the air out, but customer did not aware about patient's subcutaneous nodules. Sample availability: no. Sample availability details: no sample available.